Manufacturer narrative:
The device was not returned to service center for an evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. However, if additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly. As a preventive measure, the instruction manual states that to avoid patient injury, "keep the insertion portion of the instrument that extends from the biopsy valve and the insertion portion of the endoscope as straight as possible. Do not perform clipping with the insertion section being coiled. Otherwise, the force exerted on the control section may not convey to the clip adequately during clipping. This could result in reduced performance, making it impossible to close the clip or detach it from the coil sheath after clipping. When forcing the clip against the tissue, do not try to rotate the clip. Doing so may tear tissue inside the body cavity, resulting in patient injury, such as perforation, bleeding, or mucous membrane damage and do not try to forcibly remove the clip if it becomes caught on the distal end of the coil sheath. Forcible removal of the clip could cause patient injury such as perforation, bleeding, or mucous membrane damage. The instruction manual has directions for emergency removal of the device when the clip does not detach. Furthermore, the instruction manual also contains preventive warnings and cautions regarding bleeding: clip performance for hemostasis is limited. Prepare more than one hemostatic device and select appropriate hemostatic device or use it together to respond to different hemorrhage situations and use this instrument in an environment equipped to accommodate open surgery."

Event description:
The service center was informed that when the physician deployed the clip the part of the spring mechanism deployed with the clip and clip fell off into the patient. The user used the another clip because the arms were bent on the first clip.